Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1412 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported on removal of PICC line, it was checked for patency, and a fracture was noted at 11cm, which would have been internal while in the patient. He did not experience any symptoms of a leak, but he did state that the district nurse experienced difficulty flushing the PICC line on the tuesday on (B)(6) 2022.

Event description:
It was reported on removal of PICC line, it was checked for patency, and a fracture was noted at 11cm, which would have been internal while in the patient. He did not experience any symptoms of a leak, but he did state that the district nurse experienced difficulty flushing the PICC line on the tuesday (B)(6) 2022.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.